Event description:
A report was received regarding a chronos strip study patient implanted on (B)(6) 2011, who returned to the study site on (B)(6) 2013, for a follow up appointment and self reported three different issues including weakness in dorsiflexor of the right foot, occasional pinching of the left hip, and some numbness in right lateral calf. The patient had been previously experiencing back, buttocks, and right leg pain for greater than a year and was subsequently implanted on (B)(6) 2011 with chronos 1 strip, 8cc bma, 4cc local bone and matrix construct at l4 and l5, and l5 through s1. Prior to implantation, the patient was treated with non steroidal, anti inflammatory drugs nsaids, physical therapy, massage, injections and a corset or brace. Upon examination, the investigator determined that it was unknown if the adverse events were related to the device, but were possibly related to the surgery. The investigator also reported the severity of the event to be mild with no limitation of usual activities. The course of treatment prescribed was physical therapy. This report is for one, chronos(tm) beta-tcp strip 100mm x 25mm x 3mm-sterile. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Lot number is currently unknown but has been requested. The investigation could not be completed and no conclusion could be drawn as no product was returned nor was a lot number provided. Placeholder.